Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted.